Manufacturer narrative:
Updated: b4,d9, g3, g6, h2, h3, h6.

Event description:
According to the facility on (B)(6) 2025 "while the physician was injecting the contrast, the back of the syringe plunger broke off and ended up piercing through the physician's glove and breaking the skin of his right palm".

Manufacturer narrative:
According to the facility on (B)(6) 2025 "while the physician was injecting the contrast, the back of the syringe plunger broke off and ended up piercing through the physician's glove and breaking the skin of his right palm". Per the facility "physician had to don gloves/sterile attire to wash his hands with soap and water, band aid applied to physician's palm before scrubbing back in to complete the procedure". The sample has been requested for evaluation. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.